Event description:
It was reported that the haptic of the intraocular lens (iol) was collapsed and stuck to the lens. The surgeon had to manipulate the lens to be able to unfold it. These manipulations resulted in a risk of implant failure and a delay on the operating room schedule. The material is not available as the lens was implanted. Through follow ups we learned that the haptics remained stuck to the lens and did not open during insertion. To deploy them, the surgeon used a hook. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6 was addressed inappropriately in the initial MDR report. Therefore, this supplemental filing is to correct section h6 - health effect (updating impact code to 4632) and section h6 -. Device code(s) (updating this section with code 4012) the following sections have been updated accordingly: section h6 - health effect - impact code: 4632 section h6 - device code(s): 4012 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.